Manufacturer narrative:
(B)(4). Date sent: 03/30/2020. D4: batch # t5da9a. Device analysis: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: three photos and two videos were received for review. Upon visual inspection of threes photos and two videos, the following was observed: the first photo shows a green reload from batch area with the right side fully fired, the left side partially fired 1/3, and damage can be seen on the cartridge deck. This damage is consistent with the device being clamped over a hard object. Also, some staples were protruding. The second photo shows a tyvek of product code, lot number, and expiration date. The third photo shows a green reload from top view with the right side fully fired, the left side partially fired 1/3, and some pockets can be seen crushed on the inner row. In addition, the sled was noted in the end of channel. The first video shows a device with tissue between the jaws. At the 00:12 mark, the jaws were opened. At the 00:15 mark, the green reload of right side was noted fully fired and the left side was noted partially fired with some staple legs protruding on the distal end of reload. The second video shows tissue with bleeding, and the tissue on the left side was loose. The staple line was not as expected. Based on the photos and videos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined as no device received for analysis. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy, the reload cut, but didn't staple. There were no patient consequences. No additional information is available at this time.